Event description:
It was reported that the pump battery intermittently depleted quickly. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Updated blood glucose statement, remove code (B)(4) add code (B)(4).

Event description:
Blood glucose was not impacted.